Event description:
Additional information was received that approximately 5 years and 5 months following the implant of the valve, a 21.5 millimeter (mm) non-medtronic transcatheter valve was implanted.

Manufacturer narrative:
Updated data: b1. B2. B5. H1. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an alleged product issue occurred with an implanted transcatheter heart valve (evolut r 26 mm) that remained implanted and in service. The patient medical history included hypertonia, diabetes mellitus, and chronic anemia. Significant bioprosthesis dysfunction and grade iii diastolic dysfunction were reported, with decreased mobility of the right coronary cusp and the non-coronary cusp. Imaging reported a left ventricular ejection fraction of 53%, an elevated transvalvular gradient of 85/54 millimeters of mercury (mmhg), and a reduced effective orifice area of 0.54 cm². No treatment has been reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.